Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 180 mg/dl. The customer stated that prior to the alarm, he saw moisture bubbles in the casing of the insulin pump but did not note any significant events that could have caused this. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Traces of moisture were noted at interface board. No bubbles were noted. Insulin pump received with cracked case at display window corners and battery tube threads. Insulin pump received with minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.